Manufacturer narrative:
The patient experienced the peritonitis on an unreported date in 2015. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as due to ¿improper operation¿ (no further detail was provided). On an unreported date, the patient began intraperitoneal treatment with unspecified antibiotics added to the patient¿s dianeal (doses, frequencies, and routes were not reported). It was not reported if the patient was hospitalized for the event. On an unreported date the patient was recovered. At the time of this report, dianeal therapy was ongoing. No additional information is available.